Event description:
It was reported that the patient was hospitalized due to an increase in seizure frequency. It was reported that the patient's vns was believed to be depleted, but this could not be confirmed. A review of the device history records indicated that the generator passed all specifications and quality tests prior to distribution. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The explant facility historically does not return explanted products; therefore, return of the suspect device is not expected to date. No further relevant information has been received to date.